Event description:
The customer reported that the ps1 output was out of range. The fe states that this caused the system to intermittently "hadn" during boot up. This resulted in an intermittent loss of imaging functionality. There is no report of injury or death associated with this event.

Manufacturer narrative:
A ge service representative performed an on site investigation. The power supply was replaced during the service call. The system was tested and found to be working as intended and returned to service.